Event description:
A portion of the device's base unit appeared to have melted. Additionally, reporter stated that 2 of the device's internal contacts have blackened. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.